Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, it was reported that the patient went into cardiogenic failure after the procedure due to an unknown cause. The patient's family did not want to escalate care and the patient died.

Event description:
Information was received in abbott patient device tracking that on (B)(6) 2018, a 21mm masters valve was implanted. The patient had an aortic and mitral valve replacement, as well as a coronary artery bypass graft procedure. The surgery was completed without sequelae. It is reported that the patient went into cardiogenic failure after the procedure due to an unknown cause. The patient family did not want to escalate care and the patient died. Abbott has been informed no additional details will be provided.